Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that there were high impedances during the implant procedure on contacts 0 - 3 and 6 - 7. It was reported that the surgeon replaced the lead twice with the same result. The leads were then tested with a multi-lead trialing cable (mltc) and all contacts were within normal range. The ins was then tested with the lead once again using a different clinician programmer and the impedances of contacts 0 - 3 and 6 - 7 were once again high. A new ins was opened and used and all leads and contacts tested within normal range. No symptoms or complications were reported.

Manufacturer narrative:
Analysis of the ins (B)(4) found no evidence of anomalies. Conclusion code (B)(4) and result code (B)(4) no longer apply. Product analysis (B)(4): analysis information -- (B)(4) 2017 15:50:10 cst pli# (B)(4) product ID# (B)(4) below is unedited, system generated text based on the analysis finding code(s) and test results. The returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.